Event description:
It was reported that the images on the 9600+ system are recalling with white lines in them. It was also noted that, at times, the live fluoro images have lines in them. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image processor pcb, cleaned edge connectors, reseated workstation pcb's and adjusted the 5v power supply. The system was tested and found to be working as intended and placed back into service.